Manufacturer narrative:
H6 - component code was updated.

Event description:
The initial reporter stated they received discrepant glucose results when testing with accu-chek inform ii meter serial number (B)(6) . At 11:33 a.m., a sample from the patient was tested using the meter, resulting in a glucose value of 28 mg/dl. At 11:45 a.m., a sample from the patient was tested using the meter, resulting in a glucose value of 49 mg/dl. The patient was treated with sugars after the first and second tests. At 11:59 a.m., a sample from the patient was tested using the meter, resulting in a glucose value of 30 mg/dl. At 12:01 p.m., a sample from the patient was tested using a second inform ii meter (serial number (B)(6) , resulting in a glucose value of 101 mg/dl.

Manufacturer narrative:
Controls and linearity testing were acceptable on both meters. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
The type of investigation coding has been updated.